Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s spinal cord stimulation had not worked for several years. It was clarified that the ins was dead. No symptoms were reported. No further complications were reported/anticipated. The indication for use is spinal pain.